Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited a low telemetry battery voltage indicator prior to implant. The device was not used. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.